Event description:
It was reported that during the pre-test for foley catheter placement to manage urinary catheterization and body temperature in the operating room, sterile water did not come out and had difficulty in water removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the deflated catheter. No visible defects were noted from the photos. The silicone catheter was returned with the syringe. The catheter balloon was inflated with 10ml methylene blue solution (mbs) using the returned syringe. Per tm0300903 formula (b / (b + a)) * 100, (1.5 / (1.5 + 0.5)) * 100, ballon concentricity was found to be 75/25 which is out of specifications per ip7603444 revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft.". An attempt was made to deflate the catheter balloon, however, only 1ml deflated within 5min. Per ip7603444 revision 0, the catheter balloon must inflate and deflate with the use of a syringe. The catheter balloon was then inflated with 10ml mbs using an in-house syringe, 10ml passively deflated within 01min16sec. Reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, a DHR review was completed prior to CAPA determination. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test for foley catheter placement to manage urinary catheterization and body temperature in the operating room, sterile water did not come out and had difficulty in water removal. Per follow up information received via rcc on 09sep2025, corrected that when a pre-test was performed in the operating room to insert a foley catheter for urinary catheterization, sterile water did not come out. Per investigator's notification received on 16dec2025, it was reported that asymmetrical balloon was found during sample evaluation.